Event description:
Event was received via arthrex legal department in 02/2005. Information suggests the pt had a primary acl reconstruction in 2000, using hamstring autograft, synthes screw and washer as backup, and a bioabsorbable interference screw in the tibial unnel. In 2001, pt had a left knee arthroscopy with partial medial meniscectomy, and an athrocare anteror cruciate ligament shrinkage procedure on their previous acl reconstruction. In 2002, pt was status post acl reconstruction x2, now with possible infection in tibial bone tunnel. Irrigation and debridement with opening iof allograft bone tunnel. No records of acl reconstructions were available on 2003 and based on dictation, an allograft was used in the second procedure after 2000. No furhter information has become available to this date.